Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter read inaccurately high in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 between 8.00 and 8.30pm, she obtained an alleged inaccurately high reading of ¿128 mg/dl¿ on the subject meter compared to a reading of ¿78 mg/dl¿ on an emergency medical service (ems) meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with a combination of diabetes medications (glimepiride and metformin; unspecified dosages) and explained that she did not take any action in response to the alleged inaccurate high reading. The patient explained that before the alleged product issue began, she developed symptoms of ¿dizzy, lightheaded and felt like she was going to pass out¿. She stated that after she experienced these symptoms, her husband called for emergency medical services. The patient explained that she was treated by an ems healthcare professional with glucose and that they advised her husband to also make her a peanut butter sandwich. The patient explained that the ems did an additional blood glucose test and obtained a reading of ¿84 or 86 mg/dl¿. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, the correct testing steps were followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr was unable to perform a control solution test as the patient did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.